Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer may have been having absorption issues due to scar tissue. The product is not being returned. Nothing further was reported.